Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect as the customer had not initially set the correct time when the pump was received. Customer's blood glucose was 123 mg/dl. Tandem technical support assisted customer with correcting time/date.